Event description:
The information received indicated that heavy calcification was observed at the left main trunk to mid left anterior descending (lad). Pre-dilation was thoroughly conducted and then a 3.0 x 33mm cypher select plus was being delivered to the target lesion, but it became stuck proximal to the target lesion. The cypher select plus was re-delivered several times, but would not cross the lesion and as a result of the attempts, the stent struts flared at the distal end. Therefore, the physician stopped using the cypher select plus, and a non-cordis stent (promus) was implanted at the target lesion. There was no report of any resistance experienced while passing the stent deployment system through the guiding catheter. It is probable that an attempt was made to withdraw the stent deployment system with the stent on the balloon several times, but the flare was on the distal end. There was no report of excessive force applied to the device during insertion or withdrawal. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis, as it was discarded by the hospital due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use. The target lesion was the mid lad. The lesion was de novo, heavily calcified and moderately tortuous. There was 99% stenosis.

Manufacturer narrative:
During a pci, the physician experienced tracking difficulty during delivery of a cypher stent to the lesion and upon removal, the distal stent struts were noted uplifted. The lesion was the mid lad. The lesion was de novo, heavily calcified and moderately tortuous. There was 99% stenosis. The information received indicated that heavy calcification was observed at the left main trunk to mid left anterior descending (lad). Pre-dilation was thoroughly conducted and then a 3.0 x 33mm cypher select plus was being delivered to the target lesion, but it became stuck proximal to the target lesion. The cypher select plus was withdrawn and re-delivered "several times", but would not cross the lesion and as a result of the attempts, the stent struts flared at the distal end. Therefore, the physician stopped using the cypher select plus, and a non-cordis stent (promus) was implanted at the target lesion. There was no report of any resistance experienced while passing the stent deployment system through the guiding catheter. There was no report of excessive force applied to the device during insertion or withdrawal. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis, as it was discarded by the hospital due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty tracking an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. It is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted struts may be attributed to the operator's attempt to cross a highly calcified and moderately tortuous lesion. Based on the information provided, there are possible vessel characteristics and procedural factors that may have contributed to the tracking difficulty resulting in the uplifted stent struts. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15283817 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15283817. Pre-sterile lot 15283821 was reviewed and (B)(4). It was observed during review that no nonconformance and process excursion records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Crossing profile inspection records were reviewed and this lot was deemed acceptable. Fpi and lpi crossing profile test results were reviewed and no anomalies were found. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. Additional information will be submitted within 30 days from receipt.